Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The generator and rv lead of this crt-d system was removed due to infection. The chronic lv lead will be explanted in the near future. A temporary new device and rv lead was implanted on the right side as the patient is dependent. A complete new system will be implanted in four weeks.